Event description:
Additional information received noting that the explanted generator and lead were discarded.

Event description:
During a generator replacement, high impedance was observed once the new generator was connected to the lead. Troubleshooting was performed but high impedance was still seen even once the test resistor was connected. Additional troubleshooting was performed which resulted in normal impedance with the test resistor to rule out a generator issue, but high impedance was still seen when connected to the lead. It was then reported that the surgeon identified that the lead was broken and needed to be replaced, so the patient underwent a full revision. The explanted devices have not been received by product analysis to date. No other relevant information has been received to date.